Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the left atrium, and the non-abbott ablation catheter (libero japan lifeline) was inserted, blood leaked from the hemostasis valve of the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.